Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and found the system control board power was on when the umbilical cable is unplugged. The power conversion board was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, the image acquisition system (ias) light would illuminate when the umbilical cord was unplugged. There was no patient present when this issue was identified.